Event description:
Report received of a crack in the system distal to the transducer. The bifurcated monitoring kit was connected to a pulmonary artery catheter of an ICU patient. It was reported that a 10cc syringe was connected to the stopcock closest to the transducer on the pressure monitoring line, which was connected to the pulmonary artery port for blood draws. After several hours into the shift, the nurse noted fluid dripping from the bonded site between the stopcock and transducer of the pressure monitoring line of the pulmonary artery port. It was reported that blood backed-up into the pressure tubing causing a small amount of blood loss, which was viewed as being "insignificant". The stopcock closest to the patient was closed and the monitoring kit and the pulmonary artery catheter were discontinued due to the event. There were no reported adverse patient effects and no medical interventions were required. Two days later, another pulmonary artery catheter was inserted. Though requested, no additional information was provided.